Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in 2003. The patient had retinal detachment surgery on the left eye (os) in 2005. A cataract developed in the patient's left eye and the lens was explanted in 2008. Another lens was not implanted. If additional information is received a supplemental medwatch will be sent.